Event description:
It was reported that, "patient complained a vibrating concern to surgeon, patient initially had a ceramic on ceramic bearing implanted. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.